Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Lot/serial was unknown. Concomitant med products and therapy dates: foot pedal device ((B)(6) 2020). The manufacturing location was unknown. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Lot/serial unknown.

Event description:
It was reported from (B)(6) that during an upper and lower alveolar osteotomy to treat a jaw deformity, it was observed that the electric pen drive device kept running even when the surgeon was not stepping on the foot switch device. It was reported that there was no delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use, and the procedure was successfully completed. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.